Event description:
Reporter indicated that high lead impedance was noted with vns diagnostics testing for a new patient. The reporter did not have any vns programming or diagnostics history for the patient as the patient was new. The vns was disabled and x-rays were performed but will not be sent to the manufacturer for review. It is unknown if the patient had any trauma or manipulated the vns. Vns diagnostics history obtained by the manufacturer noted normal impedance values on (B)(6) 2007 (day of initial implant). The patient later had generator replacement surgery only on (B)(6) 2013. Normal impedance was obtained with the new generator and resident lead. As reinserting the lead pin into the new generator header resolved the high lead impedance, the cause of the high lead impedance is likely due to the pin being inserted just enough to provide intermittent contact.

Event description:
The explanted generator was returned for analysis on (B)(4) 2013. The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavity or connector blocks. A bench lead inserted past the connector blocks. In addition, the in-line cavity go gauge test passed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.